Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1000 mg/dl. Patient's other blood glucose value was unknown. Customer declined to troubleshoot for high blood glucose. Top lip of reservoir compartment was damaged. Lip ring of the reservoir is unable to lock in place when inserted into pump. The customer was treated with syringe. The device is expected to be returned for analysis. Frn reservoir. Unomed inf set.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed displacement test, self test and unexpected restart error test. Device alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform prime test, excessive no delivery test, delivery accuracy test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case.